Event description:
On 09/01/2025 the user reported experiencing hyperglycemia with blood glucose (bg) levels of 359 mg/dl following initiation of a libre 3+ sensor that did not start properly. The user¿s ilet stopped dosing insulin overnight until the caregiver rescanned the libre 3+ sensor, after which the ilet resumed insulin dosing and bg readings. No hospitalization or medical intervention was required, and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.